Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
During a call for assistance with carelink software, the customer reported having a blood glucose level of 48 mg/dl. Customer reported treating the low blood glucose level with a glucose tab. No further information was provided.